Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not recognizing syringe size correctly. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 02 june 2022 via email and attached to complaint object: event occurred before infusion. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that both tamper seals were broken; the bottom case was cracked by the l-bracket and the right plunger case as well, the barrel clamp head was difficult to close, and a visible gap could be seen. There was evidence of the reported problem (error) recorded in the event history log. The reported problem was duplicated; the pump incorrectly recognized a 60ml syringe as a 30ml syringe. Syringe size values were out of spec and could not recalibrate. The investigation found that the tapered spring slipped over the barrel clamp rod collar. For corrective action, the barrel clamp guide, barrel clamp rod, and tapered spring were all replaced. The root cause of reported problem however was undermined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: h4: mfg. Date. 15-may-2014; model number: 4000.